Event description:
It was reported that three days after implant of a left ventricular (lv) lead and implantable cardiac defibrillator (ICD) the patient heard the patient's ICD beeping and had a syncopal episode. It was also reported that the right ventricular (rv) lead had high impedance, oversensing, no capture and inhibition of pacing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.